Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, the trial broke during use in surgery. One of the flanges broke off during the trial process. There was no surgical delay or prolongation and no parts or pieces that fell into the patient¿s wound. The product is available for return. Patient was last known to be in stable condition following the event. After new information was received from the engineers during their investigation, this device has been determined to be reportable due to the nature of the breakage.

Manufacturer narrative:
Section h10: h3: the broken instrument reported was likely the result of not considering specific performance requirements to capture user needs and design inputs (material durability during reprocessing/sterilization as well as for applied over lifetime of device), which led to insufficient testing to demonstrate continued performance over time and resulted in fracture during surgical use.